Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the first slide of a biopsy instrument allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula fired automatically during evaluation. An x-ray showed that the cannula tangs were fully engaged with the device housing, and upon disassembly it was noted that the left bumper was bent within the device housing. Based upon the cannula firing automatically the investigation is confirmed for the alleged cannula self-activation. It is possible the bent left bumper contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 02/2021)

Event description:
It was reported that the first slide of a biopsy instrument allegedly self activated. There was no reported patient injury.